Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that there was a needle lost during the case in the patient's abdomen. X-rays were done and came back negative and closed the patient. They did a computerized tomography (CT) scan and opened the patient and did a laparoscopy. The csr left before they re-opened the patient and was not sure if they located the needle. The procedure was completed with no reported injury. On (B)(6) 2022, isi followed up with the surgeon and obtained the following additional information: the suspect instrument was the mega suturecut needle driver (part # 471309-15 / lot # k11210628-0064). A incisional hernia ipom was being conducted. One v-lock needle was recovered laparoscopically and submitted to pathology as a retained foreign object. All fragments were retrieved. The needle was pulled out through a 12 mm trocar. There was no functionality issues with the instrument. The instrument did not collide with any other instrument. There was no injury to the patient and the patient did not return to the hospital due to experiencing any post surgical complications. The surgeon was unsure if the product will be returned. Relevant tests for the patient were the following: multiple intraoperative plain films of the abdomen and pelvis and around the index trocar did not show retained needle, post-operative plain films in post-anesthesia care unit did not show retained needle, immediate post-operative CT scan of abdomen and pelvis reported initially questionable foreign body in the right lower quadrant (rlq) near the terminal ileum and ileocecal valve, patient returned to operating room (or) for laparoscopy, no needles found in the rlq or pelvis. Repeat intra-operative plain films of abdomen, including pelvis and right lower quadrant (rlq) did not show any retained needle, second CT scan of the chest, abdomen and pelvis on post-operative day 1 revealed the needle in the right upper quadrant (ruq) behind the inferior edge of the liver in the hepatorenal fossa. Retrospective review to the first CT scan showed the needle in the ruq anterior to the right lobe of the liver under the diaphragm, patient returned to or for laparoscopy, needle found as seen on CT scan and retrieved without incident, uneventful post-operative course, discharged to home on hospital day 3. Patient history did reveal that the patient is morbidly obese with a large incisional hernia after hysterectomy. Underwent robotic hernia repair (ipom) with mesh. On (B)(6) 2022, isi followed up with the surgeon and obtained the following additional information: there was no reported malfunction with the mega suturecut needle driver. The scrub tech tugged on the thread while needle was stuck inside the 8 mm reducer. The needle broke off and was left inside the abdomen. A 12mm trocar placed at asis llq for a robotic midline incisional hernia repair. There were no mechanical or technical issues related to the device. This was purely scrub tech related.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the instrument log of the mega suturecut needle driver (part # 471309-15 / lot # k11210628-0064) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk3698. Per follow-up information from the surgeon, this was an incisional hernia ipom procedure. The alleged event occurred on the 7th use of the instrument. This event is being reported due to the following conclusion: it was alleged a v-lock needle fell into the patient during a da vinci-assisted umbilical hernia ipom surgical procedure. Multiple intraoperative plain films as well as post-operative plain films did not show retained needle. Post-operative computerized tomography (CT) scan of abdomen and pelvis reported questionable foreign body in the right lower quadrant (rlq). The patient returned to or for laparoscopy, but no needle was found in rlq. The customer performed intra-operative plain films of abdomen, including pelvis and right lower quadrant (rlq) did not show any retained needle. Second CT scan of the chest, abdomen and pelvis on post-operative day 1 revealed the needle in the right upper quadrant (ruq). The patient returned to or for laparoscopy and needle was found as seen on CT scan and retrieved without incident. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.